Event description:
A patient with no previous history of a positive antibody screen had a sample tested on the provue for antibody screen and gave a weak reaction that was manually read as antibody negative. Based on the negative antibody screen, an electronic crossmatch was performed and two units of packed red cells were transfused to patient. During the transfusion of the first unit of packed red cells, the patient experienced nausea at the end of the transfusion and fever. A transfusion work up was completed and all results were acceptable. There were no serological observations noted except that the post transfusion sample was hemolyzed. This was attributed to a "difficult stick." The second unit of packed red cells was transfused without any physical issue, except the "urine sample had red cells (hematuria)." This could be due to the underlying bleeding condition.

Manufacturer narrative:
Ocd performed a batch review. Satisfactory results were observed. There were no similar complaints for this lot. (B)(4).